Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional device referenced in b5 is captured under a separate report.

Event description:
According to the available information in medsun report # (B)(4): two extra small torosa testicular prosthesis were opened for use. They both had pin holes in them in the same spot and they were from the same batch. Neither were able to be used in patient and there were no more extra smalls in stock.

Manufacturer narrative:
H2: correction this is a duplicate submission due to technical difficulties that occurred with our previous follow-up submission testicular implant was received for evaluation. No functional abnormalities were noted with the torosa testicular. The information received indicated the device had a pin hole, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information in medsun report # 0700220000-2025-8438: two extra small torosa testicular prosthesis were opened for use. They both had pin holes in them in the same spot and they were from the same batch. Neither were able to be used in patient and there were no more extra smalls in stock.